Manufacturer narrative:
The manufacturing date for the reported device is prior to 24 sep 2016 so no UDI required. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed that there was no sound and no beep due to defective speaker. The brt replaced the speaker assembly to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.